Event description:
The customer returned the flexible endoscopic grasping forceps to the service center for a separate issue. During the device analysis, the investigation indicates that the entire jaw has broken off and is missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunction " the entire jaw has broken off and is missing" could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.